Event description:
It was reported the patient had ineffective stimulation. The patient¿s lower back pain had resumed and refractory pain was noted. Actions required due to the event included hospitalization and replacement of lead. It was unknown what the cause of the issues was but the product issue was resolved. It was noted there was nothing wrong with the lead and that the event had to do with another pain that wasn¿t stimulated. The physician decided to implant another lead to stimulate the area of ¿lumbodynia outbreak of the lumbodynia rebel.¿ ¿implant of lead under cutaneous by linking on the stimulator.¿ no patient outcome was reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).